Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers in the main and auxiliary on station had drawer failure and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers in the main and auxiliary on station had drawer failure and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and requires maintenance. A field service engineer (fse) found that the customer reported issues with drawer five rails and device connectivity. On-site, the rails were replaced, and troubleshooting was performed for the connectivity issue. Although the drawers were briefly detected, the issue reoccurred after rebooting. Fse replaced the communication sled, and after restarting and testing, all drawers and components functioned properly. The system functioned as intended after the field service engineer repaired the device.